Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-00249 for the other associated device info. It was reported to boston scientific corporation that three endovive safety peg kits push method were used in a peg placement procedure. Pt's age, weight and gender were not provided. Per the complainant, post procedure, the y port adapter was found to be leaking at the lid were the feeding material is placed. A second endovive safety peg kit push method was used and the same leak occurred at the lid. A third endovive safety peg kits push method was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.